Manufacturer narrative:
The sds device was visually and microscopically examined. The stent remained on the balloon but migrated from its original position; it was 8mm from the proximal side of the distal marker band and 7mm from the distal side of the proximal marker band. There was severe damage along the entire length of the stent. The struts on the distal end were bunched together and the struts on the proximal end were raised. Overall, the stent was squashed in size and reduced to 11mm. The distal end of the balloon appeared to be pushed towards the distal marker band. Further visual examination of the device revealed that the outer shaft was damaged over a 35mm span starting at 68mm distal from the port. There were also kinks along the entire length of the hypotube. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the manufacturing records shows that the device met material, assembly and product specifications. The most probable root cause of this event is operational context.

Event description:
The event is now reportable based on the analysis approved in 2009. It was reported that during a coronary drug-eluting stenting (des) treatment procedure, the 2.25x20mm taxus liberte stent delivery system (sds) failed to cross the lesion. The 90% stenosed target lesion located in the left anterior descending (lad) artery was predilated with a 2.0x15mm maverick2 coronary balloon 3 times, for 10 seconds, at 16 atmospheres. After predilatation, the taxus liberte was unable to cross. The physician terminated the procedure after this event. There were no pt complications and the pt's current condition is listed as "stable". However, returned product analysis of the 2.25x20mm taxus liberte revealed that the stent was damaged and had moved on the balloon.